Manufacturer narrative:
An ht70 ventilator was returned to covidien/medtronic¿s failure analysis. No errors were recorded in the diagnostic logs. An investi gation was performed and the failure analysis technician reported that the reported condition could not be duplicated, however the oxygen (o2) sensor was found to be out of calibration. The customer stated that the o2 sensor had not been calibrated at the facility. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during patient use, the ht70 ventilator was not functioning properly. Could not keep patient¿s saturation of peripheral oxygen (spo2) up. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event.